Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint "physical damage". Failure analysis found the small grasping retractor had a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. There was also an additional finding not reported by the customer. The instrument was found to have the flush tube guide dislodged. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the small grasping retractor was last used on (B)(6) 2021 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 8 uses remaining on the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the small grasping retractor had a broken tip. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) performed follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.